Event description:
The customer reported that the insulin gauge displayed an amount different than expected, showing a fill estimate of 7 units instead of the anticipated 280 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level reported. The customer, assisted by technical support, reloaded the same cartridge and attempted troubleshooting measures, including delivering a 10.2 unit bolus. Upon continued discrepancies, the customer loaded a new cartridge as instructed by technical support, which resolved the issue with no remaining difference greater than 30 units. No additional outcome information was provided.